Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm leading to elevated blood glucose (bg) levels. The customer's bg level was 367 mg/dl and a correction bolus was delivered to address the bg level. The customer performed two pump supply changes to resolve the occlusion alarm; no issues were noticed with the supplies in use during the occlusions. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. During follow-up, it was confirmed that the customer's bg levels decreased to 220 mg/dl and the customer believed the issue had been resolved.